Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately high compared to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2017 before going to bed. The patient stated that he obtained blood glucose result of ¿125 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and exercise. The following morning on (B)(6) 2017 at 7:30 the patient stated that he was ¿unresponsive¿. Emergency medical services (ems) were called and arrived at 7:45am he was transported to hospital and received IV fluid treatment from an hcp. At 10:30 am a lab test was performed and a result of 156mg/dl was obtained compared to 208mg/dl on the subject meter. At the time of trouble shooting, the cca confirmed that the correct unit of measure was being used. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.